Event description:
It was reported that the patient presented remotely via merin.net. It was noted that the implantable cardioverter defibrillator (ICD) received a non-sustained right ventricular over-sensing (nsrvo) alert due to post-paced t-wave over-sensing (pptwos). The patient was asymptomatic. Further information was requested but not received.